Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The balloon stent protector was not received for analysis. The internal diameter of the stent protector and the outer diameter of the damaged proximal end of the stent were measured. No issues were noted with the profile of the devices tip. The stent was damaged. At the proximal end, the stent struts were raised and misaligned. It was also noted that the stent had moved 4mm distally on the balloon material exposing the stent crimp marks. Towards the centre of the stent, the struts appeared bunched together. This type of damage is consistent with the stent meeting a resistance or an obstruction. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The stent damage is consistent with the stent meeting an obstruction. The stent od exceeded the ID of the stent protector thus it would not have been possible to insert the stent protector prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 2.25x12mm promus element¿ plus drug-eluting stent, the physician noticed that the proximal end of the stent had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient recovered satisfactorily.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 2.25x12mm promus element¿ plus drug-eluting stent, the physician noticed that the proximal end of the stent had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient recovered satisfactorily.